Event description:
It was reported that the spinal cord stimulation (scs) patient experienced discomfort at the implantable pulse generator (ipg) site and difficulty charging. The patient underwent an ipg replacement procedure, during which the device was exchanged for a different configuration to support future therapy needs. No patient complications were reported. The explanted device was disposed of by the surgery center and was not returned for analysis. The patient is reported to have been pleased postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.